Manufacturer narrative:
The customer contacted a siemens customer care center and stated that signal error was obtained on patient sample due to mechanical problem with the acid and base pumps. The customer indicated that enough acid was not added to the sample therefore, the signal was not correct. A siemens customer service engineer was dispatched to the customer site and replaced the acid and base pumps. A siemens headquarters support center (hsc) specialist reviewed the service report and determined the signal error 2 can occur when the system detects a flash curve containing less than the minimum signal tolerance for the test as it is defined in the test definition. When this occurs, the test is repeated as the total light counts for the flash curve are below the acceptable minimum signal level, which is defined in the test definition for each test. The hsc specialist stated that the acid/base dispense may have been adequate to complete the test without breaking the signal error threshold. The hsc specialist concluded that this was an isolated incident and the cause of the pump failure is attributed to wear of acid and base pumps. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low results were obtained for cancer antigen 15-3 (ca 15-3) marker on two patient samples on an advia centaur xpt instrument. Sample ID (B)(6) was initially run on the same instrument, which gave signal error with no numerical value. This sample (sample ID (B)(6)) was then repeated on the same instrument, resulting falsely low. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher and as expected. The repeat results were reported as correct results to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low ca 15-3 results.